Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned for evaluation. A visual inspection reported no defects. The functional evaluation found that the device was unable to be switched on, establishing a relationship with the event reported. The root cause has been identified as a defective pin rendering the keypad defective. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during service evaluation the renasys touch failed to start up correctly due to a defective keypad with a damaged electrical pin. No patient involved.